Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: loss of watertightness due to cable cuts and traces of rust were found on the holding coupling of the lens. Based on the results of the investigation, it is likely the following led to the malfunction: the camera head has no image. The most probable root cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation of a therapeutic endoscopy surgery, the subject device was unable to connect to the processor. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation of a therapeutic endoscopy surgery, the subject device was unable to connect to the processor. The procedure was completed using the same set of equipment. There were no reports of patient harm.